Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovidescope, which is an olympus asset with no reported complaint. During the device analysis the service repair technician, indicates that the adhesive around objective lens has wear was found. It was determined that parts must be replaced. There was no patient involvement.